Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege after patient's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Update 01 may 2018: receipt of ppf and sticker sheets. There is no new allegation. Added lawyer, law firm, dob, stem and head.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.